Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02:3005168196-2019-01325. 1. Box 4. Unique identifier please note that the following section was incorrectly reported on the follow-up #01 and is being corrected on this follow-up #02:3005168196-2019-01325. 1. Box 10./11. Narrative/corrected data "please note that the following section was incorrectly reported on the initial MFR report and is being included on this follow-up #01 MFR report:3005168196-2019-01325."

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the follow-up #01 MFR report and is being included on this follow-up #01 MFR report:3005168196-2019-01325.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the right and left pulmonary artery using a penumbra engine (engine) and a penumbra engine canister (canister). During the procedure, it was noted that engine would not "ramp" up to suction; therefore, the engine was powered off and then on. However, the engine would not ramp up or illuminate beyond three lights upon powering back up. Therefore, the engine and canister were removed. The procedure was completed using a penumbra system aspiration pump max 110 (pump max). There was no report of an adverse effect to the patient.